Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that couple of catheters were dried than others and difficult to insert.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications since no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿inadequately mixed solution¿ with a potential root cause of ¿incorrect mixer speed or incorrect component sequence¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿if desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that couple of catheters were dried than others and difficult to insert.